Event description:
Boston scientific crm received information that there was an issue with this left ventricular (lv) lead. The specific problem is currently unknown. No adverse patient effects were reported.

Manufacturer narrative:
A revision was performed and this lead was surgically abandoned. No additional information is available. If any additional information does become available, this report will be updated.